Manufacturer narrative:
(B)(4); the electrode is expected to be returned for analysis. Upon return and completion from analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital emergency room after receiving 5 shocks from the device. The device was interrogated and the following alerts were recorded: eri (indicating replacement indicator has been reached), CT (charge time), hi (high impedance), and lc (long charge). The device was checked a couple weeks prior and the battery was normal. A manual impedance check was performed. The first attempt said impedances were fine. The second and third attempts were unsuccessful. Boston scientific technical services (ts) was consulted and recommended replacement as the device functionally could not be guaranteed. Ts also discussed submitting the device data for engineering review. It was noted the patient performs physical activity, therefore ts recommended checking for damage to the device or electrode. The patient was scheduled for a revision procedure. During the procedure, the field representative noted nothing remarkable about either the device or electrode. The field representative did indicate that the electrode had and extra piece of insulation that extended about an inch from the terminal pin, which appeared slightly damaged (i.e., abraded or torn); however there was no obvious damage of insulation on the main body of the electrode. The field representative also verified electrode to header connections by confirming they were intact. The set screw was also confirmed to be engaged and there were no visual anomalies with the header. The field representative believes the device positioning was too posterior. Both the device and electrode were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body noted damage to the silicone insulation sleeve. Blood and body fluids were noted in the electrode lumens. Tissue was entwined on the shocking coil. The polyurethane insulation underneath was intact and undamaged. X-ray analysis of the electrode did not identify any anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. It was concluded that the damage to the insulation was procedurally induced during the explant procedure.